Manufacturer narrative:
A bci field service engineer (fse) replaced the leaking vl8 and associated tubing. Fse also replaced all dispense module pinch tubing and verified the instrument's operation. The root cause is attributed to tubing associated with vl8.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to blood leak inside the coulter lh 750 slidemaker on the right side near the pinch valves. The operator was wearing personal protective equipment at the time of the event. No exposure or contact with mucous membranes, open lesions, skin, and/or eyes. No death or injury and no effect to patient treatment been reported in association with this event. The operator did not seek medical treatment.